Manufacturer narrative:
A ticket search by the lot number 78404ud00 did identify an increase in complaint activity related to the issue under review, however the trend review by product list number ln 04t87 found no trends related to this issue. Review of the corrective and preventive actions system for the complaint lot did not identify any issues associated with the customer¿s observation. Accuracy testing was performed for alinity c calcium2 reagent lot 78404ud00 using in-house retained cartridges. All validity and acceptance criteria were met, indicating that the lot 78404ud00 is performing acceptably. Review of product labeling found adequate information regarding the issue under review. Based on the complaint investigation, no product deficiency of the alinity c calcium2 reagent lot 78404ud00 was identified.

Event description:
The customer observed falsely elevated calcium2 results for an 8-year-old female patient on an alinity c analyzer. The following data was provided (package insert reference range for age 6-15 years is 2.33-2.63 mmol/l): sample ID (B)(6) initial result was 4.021, repeat results were 2.820 and 2.585 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated calcium2 results for an 8-year-old female patient on an alinity c analyzer. The following data was provided (package insert reference range for age 6-15 years is 2.33-2.63 mmol/l): sample ID (B)(6), initial result was 4.021, repeat results were 2.820 and 2.585 mmol/l. There was no impact to patient management reported.